Manufacturer narrative:
H6: investigation results - based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via legal notification, that patient, underwent a total knee replacement in or around 2006, during which a defective exactech optetrak total knee system was implanted into the plaintiff¿s right knee cavity. In or around (B)(6) 2012, approximately 6 years post initial procedure, plaintiff required a revision procedure. After it was discovered that the plastic tibial insert of the defective optetrak total knee system implant had failed, during which the prior right knee prosthetic device was revised and the plastic tibial insert was replaced with the optetrak tibial insert (204-04-23). No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected the following: health effect clinical code, problem code, component code, type of investigation.